Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-14424, 1627487-2022-02869. It was reported that during the patient's unrelated ipg replacement procedure on (B)(6) 2022, it was noted that there was one screw that had started to break off. High impedances on one lead were also observed. It was noted that the patient a fall a few weeks prior. As a result, both the ipg and lead were explanted and replaced. It is unknown which lead was explanted for the high impedances so both are being reported.